Manufacturer narrative:
No parts have been returned for analysis at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the system experienced an unexpected shut down. Restarting the system resolved the reported issue. There was no impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
The software logs were reviewed for this case but provided no additional insight regarding the cause of the reported complaint. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the system experienced an unexpected shut down. Restarting the system resolved the reported issue. There was no impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.